Event description:
Caller reported a malfunction on pump, but there was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted caller with resetting pump, but could not resolve issue; therefore, cts decided to replace pump. Customer was instructed on steps for using the replacement pump and advised to return faulty pump using prepaid label. Customer understood and agreed with all instructions.